Manufacturer narrative:
No button error alarm noted. Insulin pump esc button did not respond due to corroded keypad trace. Insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are not responding. Customer's blood glucose level at the time was in the high 400mg/dl range. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).